Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited poor capture threshold after fixation. The lp was removed and the helix was found stretched with tissue stuck to the helix. A different lp was used to complete the procedure. The physician suspected the lp and delivery catheter had gone through the leaflet of the tricuspid valve and surgical valve repair was performed. The patient was discharged following the procedure.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.